Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken guidewire is unconfirmed because no break or damage was observed along the returned guidewire. One stainless steel guidewire inside its plastic hoop was returned for evaluation. An initial visual observation of the returned guidewire showed little blood residues along the returned device. Nothing remarkable was observed during an initial visual observation of the returned guidewire. A microscopic observation of the guidewire showed both the distal and the proximal weld tips to be present along the device. No sharp kinks nor disjointed coils were observed along the coiled region of the guidewire. Nothing remarkable was observed along the guidewire; therefore, the complaint of a broken guidewire is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, when the PICC outpatient catheter was placing the 3f catheter, the guide wire in the vascular sheath broke for no reason and fell off. Additional information received 8/20/2025: no part of the wire was retained in the patient. The catheter was placed successfully. There were no complications.